Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 14-dec-2024, UDI#: (B)(4). Additional codes: note: annex g code g04027 applies to the frame of the valve and annex g code g04129 refers to the nosecone of the dcs. Product analysis: the valve remains implanted (eval code b20) and the dcs was discarded (eval code b18); therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed. During the removal of the delivery catheter system (dcs), the nose cone was caught on the inflow frame of the valve, and it was dislodged out of the annulus. Angiography was performed which confirmed valve dislodgement and coronary perfusion. Using a snare, the valve was moved into the ascending aorta. A second valve was loaded onto a second dcs and inserted into the patient. The second valve was successfully deployed in the annulus. Following deployment of the second valve, angiography was performed and confirmed coronary perfusion along with innominate and left carotid artery perfusion. The patient remained hemodynamically stable during the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use (IFU) instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. In this case, per the physician, the dislodgement was caused by a tapered left ventricular outflow tract (lvot). In addition, possible fibrotic leaflets and mild leaflet calcification contributed to the dislodgement. Given the limited information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during implant via right transfemoral access, a pre-implant balloon aortic valvuloplasty was not performed. Using the cuspal overlap technique, the delivery catheter system (dcs) was not twisted or torqued at any point during deployment and slow deployment of the valve was observed. Subsequently, the valve was implanted in the native annulus. A confida guidewire was used during the procedure. It was noted that prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. During the dcs withdrawal, the wire was pulled back into the dcs, centralizing the nosecone. However, before the nose cone cleared the bottom of the valve, the wire was advanced pushing the nose cone to the edge of the frame. The nose cone then caught the bottom of the valve frame and pulled the valve out of the annulus. Per the physician, the dislodgement was caused by a tapered left ventricular outflow tract (lvot). In addition, possible fibrotic leaflets, mild leaflet calcification and tapered lvot contributed to the dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.